Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. It was noted that the device was not programmed to be in MRI settings before the MRI scan. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.